Event description:
A malfunction code, identified as malf 12, was reported by the customer. There was no indication of an adverse impact on the customer's blood glucose level. The customer did not have access to a usb cable to reset the malfunction and planned to call back later to complete the reset process.